Event description:
It was reported that the bd nexiva¿ dual port closed IV catheter system cap separated from the second port during the CT injection. The following information was provided by the initial reporter: "customer is using the nexiva dual port and the cap has popped of the 2nd port the last couple of times that they've use it for CT injection."

Manufacturer narrative:
H6: investigation: our quality engineer inspected the photographs submitted for evaluation. One photo displayed the label of a package from lot #0274618 and another photo displayed a label from an ICU medical clave neutral connector. Unfortunately, the photos provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Additional inspections or investigation into the reported defect could not be performed without the physical sample. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text: see h10.

Event description:
It was reported that the bd nexiva¿ dual port closed IV catheter system cap separated from the second port during the CT injection. The following information was provided by the initial reporter: "customer is using the nexiva dual port and the cap has popped of the 2nd port the last couple of times that they've use it for CT injection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.